Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: the lot was manufactured from august 25, 2022, to august 27, 2022. H10: the device was received for evaluation. The unit contained 52ml of fluid in the bladder. A visual inspection with the naked eye showed no signs of physical abnormality that could have caused the reported flow problem. After the luer cap was removed, evidence of continuous flow of fluid was observed coming out at the distal luer. A functional flow rate test was performed, and the results were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not pass; even though the reflux is positive. This was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.